Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4: batch # 290c16. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two ecr60b reloads(b and c) present. The reload(b) was received unfired, with 8 drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. No functional test was performed to the returned reload(b) due to the condition of it. The reload(c) was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload(c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 290c16, and no non-conformances related to the reported complaint condition were identified.